Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012187573); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded into the delivery catheter system (dcs) and confirmed a good valve load. The implanting physician crossed the native valve with the guidewire, and the patient became hemodynamically unstable as the dcs was loaded onto the guidewire. The dcs did not advance past the descending aorta and never crossed the arch nor the native valve; however, upon recognition of hemodynamic instability and an arrhythmia, the dcs was withdrawn from the patient and cardiopulmonary resuscitation was performed. It took longer than one hour to stabilize the patient. Subsequently, the dcs, valve, and compression loading system were replaced and a new system was used to successfully implant the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that ventricular tachycardia occurred. No additional adverse patient effects were reported.